Manufacturer narrative:
Expiration date: 01/24/2021. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography procedure in the pancreatic duct, performed on (B)(6), 2019. According to the complainant, during the procedure, when the physician attempted to deploy the stent, it was noticed that the stent buckled about half way up. The stent was removed out from the patient and another advanix pancreatic stent successfully completed the procedure. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.